Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported a button error alarm. The blood glucose reading was 400 mg/dl at one point. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
No button error alarm or battery out limit alarm was noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked battery tube threads, a scratched reservoir tube window, a cracked reservoir tube lip and a missing end cap sticker.